Event description:
Patient had penile prothesis implanted in [date redacted]. It stopped working in [date redacted]. Patient developed groin cellulitis requiring IV antibiotics and hospitalization. Since that admission, he developed an open wound over the pump in the upper left hemi-scrotum which drains and some minor voiding issues. Cellulitis is resolved. Underwent removal of the implanted penile prosthesis without complications.